Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Offset reamer almost unable to fit into the end effector. When removed you can see metal dust from the inside of the end effector. A different offset reamer fits in fine, as well as the straight reamer. Case type: tha 4.0.

Event description:
No new information.

Manufacturer narrative:
An event regarding assembly issue involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the reported event. Device, gets stuck to the hip end effector. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.